Event description:
The excluder bifurcated endoprosthesis trunk-ipsilateral device was advanced into position. Prior to deployment, an angiogram was performed, which exhibited an accessory renal artery. Since this accessory artery would be covered by the trunk-ipsilateral component, the physician decided to convert to an open repair of the abdominal aortic aneurysm. CT scan and angiogram films taken prior to the case did not reveal this accessory renal artery. The pt was fine at the end of the procedure. There was no allegation of deficiency regarding the excluder device in this case. The contaminated device was discarded at the hosp.